Event description:
Healthcare professional (hcp) reported that a patient injected in an unspecified site with unk dermal filler and "about three weeks/one month ago, patient "felt a hard bump on the lower left part of the face. Then a week later it started on the lower right side. Feels like quarter size masses on both sides. Gets larger and spreads daily. Seems to be spreading up the jawline. Has not gone to the neck yet. Also, small masses under right eye close to tear duct and swelling under eye. Upper lip is swollen more than usual. Smile lines under nose are swollen and hard.¿ treatment and symptom information not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.